Event description:
It was reported that during preparation of a stenting treatment procedure, stent damage occurred. The target lesion was located in the right coronary artery. A 2.25x24mm omega stent was selected for use; however, during preparation stent damage was noted. The procedure was completed with another same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the (B)(4) stent delivery system (sds) was returned and the balloon was tightly folded. The stent moved distally 4mm from the proximal markerband. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. The stent struts on the distal end of the stent were stretched past the distal tip of the sds. There was no other damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation of a stenting treatment procedure, stent damage occurred. The target lesion was located in the right coronary artery. A 2.25x24mm (B)(4) stent was selected for use; however, during preparation stent damage was noted. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable.